Event description:
This 88-yr old patient pulled out his peg tube while trying to get out of bed. Examination of the peg showed the "balloon" was broken and the foam piece from inside the balloon was missing.